Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. As received, the cable connecting ECG a &b and front therapy electrode pad and the trunk cable were severed. Upon investigation the front therapy electrode pad and ECG "a" were severed and missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.